Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip delivery system (cds) handle was not translating to clip. Delivery catheter shaft moved in an unintended way during rotation of the cds handle. Device was replaced and continued the procedure. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported dc handle advancement and retraction issues and unintended dc shaft movement were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported dc handle advancement and retraction issues and unintended dc shaft movement were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.